Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient in the or for a generator change when externalized conductors were observed when the lead was imaged. The patient will continue to be monitored.